Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call of issues with customer's insulin pump. The father states the pump alarmed for no delivery alarm. The father states the customer had blood glucose level as high as 450mg/dl. The customer treated with manual injection. The customer declined to troubleshoot for highs. The customer was advised that replacement sets would be sent out, and to monitor the device.